Event description:
Attorney reported: patient suffers from a bilateral inguinal hernia in the groin on the right side with a sliding hernia. On (B)(6)2003- patient was implanted with the large bard mesh perfix plug during surgery. As a direct and proximate result of the implant of bard mesh perfix plug, patient was caused to suffer physical injuries. As a result, patient has undergone multiple surgeries and suffered extensive complications arising from the insertion of the product. As a result, patient suffered severe injury that is continuing in nature and requires medical monitoring and care.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.